Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty in breathing, throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box- h: if follow-up, what type? Conclusion code grid, evaluation results code grid and evaluation method code grid has been updated. In box g: date received by mgf has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient had alleged difficulty in breathing, throat irritation. There was no report of serious or permanent patient harm or injury. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. There was zero error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.